Manufacturer narrative:
.

Manufacturer narrative:
Qc was passing within specifications before and after the event. System checks were passing on (B)(4) 2013; prior to the day of the event. Samples were collected in heparinized plasma tubes and centrifuged for 3 minutes. The customer did not indicate any sample integrity issues observed before testing the samples. The samples had not been re-spun and had been stored at room temperature before repeat testing was performed. A field service engineer (fse) was dispatched on-site to evaluate instrument hardware performance. The fse observed wash/ valve motion errors had occurred on the instrument and were captured in the instrument event log. The fse rebuilt the wash pump with a new belt and new seals and replaced the old rotor with a new rotor after observing that the installed wash valve rotor had a looser fit to the motor drive than a new rotor. The fse also replaced the aspirate probes and the aspirate probe tubing. The fse performed a passing system check, a passing high sensitivity system check and passing qc after all repairs were complete. Hardware is the likely cause for this event.

Event description:
A customer contacted beckman coulter (bec) to report erroneously elevated troponin I (accutni) results generated by an access 2 immunoassay system for three patients. Repeat testing of the patient samples produced lower results that were within the normal range of the assay. Patient printouts were not provided by the customer, the erroneous results were provided verbally to bec. The results were reported outside of the laboratory. There was no injury or affect to patient treatment with regard to this event.